Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Drive spigot has broken at the mid point...head coming off - oral-b [device breakage]. Brush heads are no longer safely secured in position - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the drive spigot broke at the mid point, such that the oral-b toothbrush heads no longer stayed safely secured in position. This resulted in the oral-b toothbrush head coming off in use. No injury was reported.